Manufacturer narrative:
B3 - date of event - the date of event is unknown, and 01 jul 2025 has been used as a placeholder. Investigation summary: one (1) used was returned for evaluation. Complaint of loose / missing component can be confirmed. The probable cause was due to insufficient solvent applied during manual assembly process in ensenada. A device history could not be conducted because no lot number(s) was/were identified.

Event description:
Event occurred on an unspecified date regarding a 4.5" smallbore bifuse ext set w/2 microclave® clear, 2 clamps, luer lock where they reported broken bifuse. There was unknown patient involvement and unknown adverse event.